Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many devices presented the issue of suture breaking during this single procedure being reported? (10 foils of suture). How many minutes was the procedure delayed? (30+ minutes). Were there any unexpected outcomes or complications as a result of the prolonged surgery time?(no). Were there any patient consequences? (No). How was the procedure completed? (With other foils of suture). A manufacturing record evaluation was performed for the finished device pgm384, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2021 and suture was used. During crucial step of bile duct anastomosis, the suture snaps continuously while taking into the tissue. About 10 foils of sutures were snapped one by one and it took lot of time to complete the procedure. No adverse patient consequences were reported. Additional information was requested.